Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A sample was received for evaluation. The returned sample was received in decontaminated conditions inside of plastic bag without its original packaging. During visual inspection, the samples were visually inspected under normal conditions of illumination. An extension is also observed; however, the extension set does not belong to the manufacturer. No other abnormality was detected during visual inspection. During functional testing, the complaint sample was tested, and no difficulty was detected during the priming and no alarms were activated; the water could pass through the whole device; thus, the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required. Additional information: updated d5 and g3 is unknown., corrected data: d1.

Event description:
It was reported that the pump was having problems venting the infusion line. Later, the pump repeatedly signaled an air alarm. Unfortunately, the patient disposed of the outer packaging. No adverse patient effects were reported.